Event description:
Pt status post tfn nailing procedure on an unk date was discovered to have avascular necrosis. Pt was returned to operating room on (B)(6) 2012, surgeon removed the blade, the nail is reportedly intact and was left implanted.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.